Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure. The physician noted that the orientation of the chronic right ventricular (rv) lead tip was not ideal. During the procedure, the physician experienced difficulty in safely removing the rv lead; the lead was slightly altered to a more desirable location on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Section d6a - date of implant: the implant date was reported as an estimate as follow: "implanted in 2024".